Event description:
The rptr did meter to hcp meter comparison tests. Rptr meter read 156 mg/dl, and dr's meter (type unknown) reading was 247 mg/dl. Rptr did not have any symptoms. On f/u, the rptr was uncertain whether the tests were done using the same fingerstick. Rptr did a control solution check that was in range. Rptr checks the confirmation dot when testing, uses an accurate technique for applying blood, and cleans the meter regularly. No harm was alleged.